Event description:
Caller states she tested 2.4 inr on the coaguchek xs system and 1.7 inr on a comparison lab. Caller states that she took an injection of 120 mg of lovenox on (B)(6) 2012 based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).